Event description:
The manufacturer was informed that a ds2adv auto CPAP device emitted an electrical burning smell, and the humidifier plate was not working. The patient stated she was sleeping and woke up to a burning smell. The patient stated she also noticed the humidifier plate was not working, so she went into the provider menu and changed the settings thinking that would fix it, but she is not sure what she changed. There was no report of patient harm or injury. There was no report of medical intervention. A return label has been requested for the patient to return the device for further investigation and the patient was instructed to contact the dme for a repair estimate. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously informed that a ds2adv auto CPAP device emitted an electrical burning smell, and the humidifier plate was not working. The patient stated she was sleeping and woke up to a burning smell. The patient stated she also noticed the humidifier plate was not working, so she went into the provider menu and changed the settings thinking that would fix it, but she is not sure what she changed. There was no report of patient harm or injury. There was no report of medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer has updated section h in this report.